Event description:
A pt had undergone a a therapeutic enteryx in 2005. During the procedure a total of 7.8 cc's of the enteryx was injected from four im injections. No transmural injection was reported. Post-procedure chest x-ray revealed free air. The pt reported having chest pain the next day, and was admitted to the hosp. A barium swallow was negative. The pt received antibiotics via IV, and was discharged from the hosp on the 4th day. The event was reported as resolved at the time of pt discharge the same day, and the pt was reported to be doing fine no symptoms. It was also thought that the pt was most probably going to return to work the following day.